Manufacturer narrative:
Concomitant medications: aspirin 325 mg tablet -take 325 mg daily, atorvastatin 20 mg daily, metoprolol xl 50 mg daily, oxycodone-acetaminophen (percocet) 5-325 mg every 4 (four) hours as needed, sennosides-docusate sodium 8.6-50 mg tablet twice daily. Subarachnoid hemorrhage and aneurysm of internal carotid artery ((B)(6) 2012), hyperlipidemia, hypertensive disorder, occlusive coronary artery disease, cerebrovascular disease, myocardial infarction, carotid artery stenosis ((B)(6) 2012), unstable angina pectoris. Devices used during initial coil embolization: orbit g2 complex fill coils (641cf0510/ c11298, 641cf0306/ c11716, 641cf2505/ c11605, 641cx2535/ c11536). Complaint conclusion: the devices were implanted and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Coil compaction is a known long term event associated with coil embolization. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2015-00048, 2954740-2015-00049, 2954740-2015-00050, and 2954740-2015-00051. This is an initial/final MDR.

Event description:
A patient experienced recurrent left supraclinoid internal carotid artery aneurysm due to coil compaction approximately 5 months after placement of four orbit g2 complex fill coils (641cf0510/ c11298, 641cf0306/ c11716, 641cf2505/ c11605, 641cx2535/ c11536). Initially the patient presented with a 6 x 5mm supraclinoid left internal carotid artery aneurysm with a 3mm neck and subarachnoid hemorrhage. Following coil embolization, there was 95% occlusion with minimal residual at the base. There were no product malfunctions or adverse events at that time. Approximately 5 months after coil embolization, cerebral angiogram showed an increase in the neck remnant due to coil compaction and 10 months later, angiogram revealed increase in neck remnant. Approximately two and a half years after the embolization, the coil compaction was treated with stent assisted coil embolization involving placement of an enterprise stent (enf451412/10420180), with no residual and no product malfunction. The procedure was complicated by right pharyngeal wall hematoma, edema (right tonsillar pillar) and dysphagia secondary to intubation. The patient was discharged 3 days later without treatment. It was later confirmed that the patient was eating and drinking without difficulty. The physician confirmed that all of the symptoms were related to intubation.